Event description:
Event description guidant received information that this pacemaker had loss of capture in both chambers. The patient was not feeling well and went to the doctor. During an invasive procedure, the atrial lead checked out good. The ventricular lead had an impedance that was higher at around 1290 ohms. The physician repositioned both leads. The device was reconnected but there was still no capture. A new device was connected and capture was appropriate.